Manufacturer narrative:
Information received from (B)(4) study indicated that a patient experienced restenosis after having coronary artery stents implanted. The patient's medical history is significant for hyperlipidemia, hypertension, myocardial infarction, renal insufficiency, coronary artery bypass graft surgery and a previous percutaneous coronary intervention. The indication for the index procedure was unstable angina. The target lesions were the saphenous vein graft (svg) to the distal circumflex (cfx) and a restenosis of an unknown drug eluting stent in the distal left anterior descending artery (lad). The svg to the cfx was stented with a 3.5mm x 18mm cypher stent at 13 atms and post-dilated for optimal expansion. The lad was described as 80% restenosed. The lesion was direct stented with a 2.25mm x 23mm cypher stent. Approximately three months post index procedure the patient presented with unstable angina and was admitted for angiography, which revealed a lesion in the rima to the proximal rca. This was treated with balloon angioplasty. Approximately six months after the index procedure the patient was admitted with chest pain and had revascularization to the lad with another drug eluting stent. The angiographic core lab indicated that the lesion was just proximal to the previously placed cypher stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of cardiovascular disease. Review of the information provided suggests that the patient's medical history of diabetes, pre-existing coronary artery disease, hypertension and renal insufficiency most likely contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Addendum: additional information in the revised crf indicated that the patient experienced mi approximately 42 months post index procedure that was medically managed. The event resolved without sequelae. The event was not related to the study stent, drug or procedure in an investigator¿s opinion. The complaint received states that this (B)(6) study patient suffered coronary artery restenosis 19 months post index and mi 42 months post index procedure. This is a (B)(6) male patient with medical history including hyperlipidemia, hypertension, history of mi ((B)(6) 2009), history of renal insufficiency, family history of coronary artery disease, previous pci ((B)(6) 2009) and previous CABG ((B)(6) 1998). This patient was enrolled in the study for complaints of unstable angina. Angiography revealed 2 lesions: one restenosis of a previously implanted unknown des in the svg to the distal circumflex and one restenosis of a previously implanted unknown des in the distal lad. These were treated with cypher stent implantation. A 3.5 x 18mm cypher was placed in the distal circumflex and a 2.25 x 23mm cypher stent was placed in the distal lad. Approximately three months post index procedure the patient presented with unstable angina and was admitted for angiography, which revealed a lesion in the rima to the proximal rca. This was treated with balloon angioplasty. This event was captured as a non-complaint. Also, approximately three months post index procedure the patient presented with an allergic reaction. Effient was discontinued and the patient was started on plavix. The event resolved without sequelae after 11 days. This was also captured as a non-complaint. Approximately six months after the index procedure the patient was readmitted with chest pain and a revascularization was performed in the distal lad. Cec adjudication minutes noted the event to be target lesion and device related. This event was captured as a complaint and investigated accordingly. At the 24 month follow-up the patient had reported stable angina. A revascularization was performed with subsequent stenting of the target lesion in the distal circumflex. Additional information in the revised crf indicated that the patient experienced mi approximately 42 months post index procedure that was medically managed. The event resolved without sequelae. The event was not related to the study stent, drug or procedure in an investigator¿s opinion. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, hyperlipidemia and aggressive underlying vascular disease. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00009 and 3003742446-2011-00144.

Event description:
The (B)(6) male patient was part of (B)(4) study. This patient was admitted for angiography due to unstable angina. Angiography revealed 2 lesions: one restenosis of a previously implanted unknown des in the svg to the distal circumflex and one restenosis of a previously implanted unknown des in the distal lad. These were treated with cypher stent implantation. A 3.5 x 18mm cypher was placed in the distal circumflex and a 2.25 x 23mm cypher stent was placed in the distal lad. Approximately three months post index procedure, the patient presented with unstable angina and was admitted for angiography, which revealed a lesion in the rima to the proximal rca. This was treated with balloon angioplasty. Approximately six months after the index procedure the patient was readmitted with chest pain and a revascularization was performed in the distal lad. Cec adjudication minutes noted the event to be target lesion and device related.